Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead a wire got stuck in the lead lumen and required excessive force to remove. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The lead was analyzed and there was blood on the low voltage 4 (lv4) conductor and it was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the low voltage 3 (lv3) conductor and it was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the low voltage 2 (lv2) proximal conductor due to a stylet/guidewire stuck in the lumen. The analyst noted that the lead was returned with the guidewire stuck in it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.